Event description:
The reported problem occurred during a diagnostic procedure. The procedure was completed without delay using the same equipment. The reported loss of image was temporary. There was no patient harm or injury associated with the problem.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon occurred because the sdi (serial digital interface) terminal was damaged, likely due to user handling.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. A pin was observed stuck in the sdi 1 input. Replacement of the qb board was required in order to repair the sdi 1 input.

Event description:
A user facility reported to olympus that they were unable to obtain an image on the monitor from the olympus cv-190, video processor. There was no patient injury or harm, associated with the problem, reported to olympus.